Event description:
The patient reported a v-g 40 device fell off about 8 hours of applying it. Patient stated that because the v-go device came off it caused a stinging sensation and blood at the injection site. The patient discarded the device.